Event description:
The customer observed a false positive stat troponin-I result for one patient while using the architect i1000sr instrument. The following data was provided: 0.171, 0.157 and 0.099 ug/l. The physician did not believe the result and while rerunning the same sample again the following day, the result was 0.017 ug/l and 0.008 ug/l which matched the patient history. The customers cutoff is 0.033 ug/l. There was no adverse impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, a review of the device history record and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.